Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine(hc). The technical service representative(tsr) advised the caregiver(cg) to cycle power in order to end therapy. The tsr advised the cg to start over with new supplies and contact the nurse. The cg stated they would end therapy for the night. The cg contacted baxter on (B)(6) 2012. The cg stated this was an isolated event. The cg stated the hp did not develop any adverse reactions or need any medical intervention. The cg stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was due to use error, the patient was not connected when therapy initiated. A labeling review was performed and the labeling was found to be accurate and sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.